Manufacturer narrative:
The initial MDR 2247117-2019-00004 was filed on 11-jan-2019. Additional information (18-mar-2019): a siemens headquarter support center (hsc) specialist stated that the immulite 1000 instrument was decontaminated by a siemens customer service engineer (cse) and results of the water test decreased after the decontamination. The progesterone assay was re-adjusted, calibrator and quality control materials were tested and the assay performance was verified. The sample is no longer available for further investigation. The falsely elevated progesterone result may have been caused by issues with pre-analytical variables, sample handling or instrument. The cause of the discordant, falsely elevated progesterone result on the immulite 1000 instrument is unknown. The device is performing within specifications. No further evaluation of the device is required. The method, result and conclusion codes have been updated in evaluation codes.

Manufacturer narrative:
The cause of the discordant, falsely elevated progesterone result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated progesterone result was obtained on an immulite 1000 instrument. The initial result was reported to the physician(s). It is unknown if the initial result was questioned by the physician(s). The same sample was repeated in an alternate laboratory, resulting lower. A corrected report with the lower progesterone result was issued to the physician(s). There are no known reports of patient intervention due to the falsely elevated progesterone result. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the falsely elevated progesterone result.